Event description:
Drug/diluent: unk. Fill volume: not applicable. Flow rate: not applicable. Procedure: mini invasive open heart surgery. Cathplace: not provided. The doctor placed two catheters on (B)(6) 2012. During removal of the catheters on (B)(6) 2012, one of the catheters broke and a piece remains in the incision. It was reported that the physician is not going to remove the catheter piece.

Manufacturer narrative:
Method: the sample will not be returned. Results: without the actual product, an analyst cannot be conducted. Conclusions: at this time I-flow is unaware of which catheter broke inside the pt. We are making attempts to collect additional info. It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets (B)(4) tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional info pertinent to this event becomes available, I-flow will submit a follow-up report.